Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the usm. The probable root cause of error 32056 is attributed to a communication issue in the inter-integrated circuit (i2c). This issue can be resolved by troubleshooting measures, such as pressing the ¿recover¿ button, disabling the boom and cart drive, or restarting the system to continue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the biomedical team informed that the system was showing an error message 32056 on universal surgical manipulator (usm) 3. The field service engineer (fse) instructed customer to perform an emergency power off (epo), but the error persisted and the system displayed the message to disable the arm. The customer confirmed that usm3 was disabled and the procedure will begin with 3 arms. The fse reviewed the error logs and confirmed 1123 and 32056 errors on usm3. The procedure was completing as planned with no reported injury.